Event description:
It was reported that the implant was not working, so the patient stopped using it. The patient stopped seeing a doctor for it and did not want to attempt using it again. She worked with manufacturing representatives (rep) in the past but the patient¿s daughter thought it did not work out because the patient was not electronically-inclined. It was noted that the patient had dementia and anxiety. They wanted to donate the equipment since the patient did not use it anymore. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent. The device was not returned for analysis.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).